Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with diffuse lamellar keratitis (dlk) one day post bilateral lasik surgery. The patient was treated with oral steroids and by increasing the topical dosage. In a follow up, the technician reported the event had resolved with treatment. No further information is expected. There are two medical device report associated with this event. This report is for the right eye.